Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 99 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not identify any malfunction of the sensor. A review of the sensor data revealed two consecutive signal dropout phases occurring over a two-week period (on (B)(6) 2025 to (B)(6) 2025), which ultimately triggered the sensor replacement alert. Data analysis indicated the onset of optical instability beginning on (B)(6) 2025, which likely contributed to the observed inaccuracies, signal dropout phases, and alert activation. The potential root cause of this failure mode may be associated with the in vivo condition of the sensor hydrogel, which could not be replicated under laboratory conditions. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 04 nov 2025. G3. Date received by the manufacturer? 04 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10, 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.